Event description:
After deployment of a coronary stent in a proximal lad lesion, removal difficulties of the delivery device was encountered. The express2 stent was deployed in the proximal lad lesion at 12 atms. The balloon became stuck in the stent due to deflation difficulties. The physician was eventually able to remove the delivery device. The pt status is reported as "stable".